Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and replaced the nibp assembly to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty nibp assembly. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: (B)(6).

Event description:
Philips received a complaint on an intellivue multi measurement server indicating that non-invasive blood pressure (nibp) dynamic had highly divergent values. The device was not in clinical use at the time the issue was discovered. There was no adverse event or harm reported.